Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump in two different rooms indicated intravenous fluid (ivf) delivered to patient per pump display. However, ivf in 1 liter bag was still pump. It was set up to deliver chilled ivf (medication, programmed amount and delivery rate unknown) . The event happened in a room during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.